Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1n142514 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) fell down the stairs and now has red lights on both program 1 and program 2. Patient instructed to make an appointment for x-ray and troubleshooting. Furthermore, during the follow up it was noted the patient had all red impedances (high impedances). It was observed that the tined lead was twisted and knotted. The ins and tined lead were explanted and replaced. No further patient complications were reported.